Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a loose screw inside of the housing. The screw was loose on the pitch clamping pulley. As a result, the cables were slightly loose which caused the instrument to fail intuitive motion. Additional findings related to customer reported complaint: the instrument was found to have a loose pitch cable at the distal end. The pitch cables were loose on both sides. The crimps were still installed. Further, the instrument was installed on an in-house system and driven. The instrument exhibited an imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The probable root cause for the loose screw on the pitch clamping pulley is attributed to a component failure. The probable root cause is attributed to a loss of cable tension.